Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high and low blood glucose of 31 to 413mg/dl. Troubleshooting found that the customer had a low reservoir and they changed the set to resolve their high blood glucose. The customer treated with insulin and food. Customer was advised to monitor the pump and blood glucose and call back if any further issues. No further assistance was necessary